Manufacturer narrative:
The insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The insulin pump functioned properly. The pump communicated properly with the glucose sensor simulator test. There was no calibration error noted during testing. The pump was received with a minor scratched lcd window and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016. Customer's blood glucose was 505 mg/dl at the time of the hospitalization. Customer could not speak anymore, so his friend called 911 and the paramedics took the customer to the hospital. Customer could not speak clearly. Customer was not wearing the pump at the time of the hospitalization. Customer was off the pump for a few hours prior to the hospitalization. Customer performed a self test and the pump passed. Customer refused any troubleshooting. Customer was advised that the insulin pump will be replaced.